Event description:
It was reported that the plate and screw were used on (B)(6) of 2009. After the operation, in (B)(6) 2009, the pt and dr noticed that the 5 screws out of 9 screws were broken and the plate was loose. The removal and replacement operation was finished in (B)(6) 2009 without any problems. These broken screws are one of each 21-20508, 21-20510, 21-20508. The 1 of 5 broken screws were lost. The surgeon informed the stryker sales rep of this event on august 30 of 2010.

Manufacturer narrative:
Investigation in process, but not yet complete.